Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist had told them to discontinue the aligners. The patient had stopped wearing their aligners around christmas due to them hurting their jaw so badly. In (B)(6) 2024 their dentist had concerns about their tmj and the use of the aligners. This is a contraindicated patient.